Manufacturer narrative:
If implanted, give date: not applicable, as the lens remains implanted. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). It was indicated that the device is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an aab00 19.5 diopter intraocular lens (iol) cracked upon insertion into the patient's operative eye. Reportedly, the lens remains implanted and the remnants of the cracked intraocular lens were removed during the irrigation/aspiration (I/a) procedure. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
The initial MDR was submitted with an incorrect conclusion code. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.